Event description:
It was reported that the customer has been experiencing high blood glucose levels, and was hospitalized with signs of diabetic ketoacidosis. Customer was treated with saline and insulin while in the hospital. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.